Event description:
The tip of the screwdriver broke off in the screw head which was left implanted in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.